Event description:
It was reported that approx 24 months after the implantation oversensing was suspected on this lead. Later on in (B)(6) 2016, during follow-up low impedances and oversensing could be noted. Physician decided to replace the lead. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the intra-cardiac area near the rv shock coil the insulation was damaged. This damage can be considered as the root cause of the clinical observations. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore the shock coil was found deformed which most likely occurred during the extraction procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that approx 24 months after the implantation oversensing was suspected on this lead. Later on in (B)(6) 2016, during follow up low impedances and oversensing could be noted. Physician decided to replace the lead. No adverse patient side effects were reported.